Event description:
It was reported that there were high outputs on the right ventricular lead and the device was near elective replacement indicator (eri). The lead was capped and replaced and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.